Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
The patient's right knee was revised due to flexion, tightness and stiffness. The surgeon revised the triathlon cr femoral component to a ps, the patella and poly. The baseplate was not revised.